Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the patient experienced a low blood glucose level. Level gets as low as 20mg/dl. Trouble shooting was conducted and we explained the possible reasons for a low blood glucose level to the patient. The device is not being returned. No further information available.